Manufacturer narrative:
Information was rec'd from a distributor who is not required to complete form 3500a. Evaluation summary: dislocations can occur for a variety of reasons some of which are highlighted here. Unsatisfactory placement of the component s. This may have led to impingement (levering) at various interfaces. Extent of component stability. If components that were not matched for the pt requirements were used, this may have increased the instability of the joint. Extent of soft tissue tension. Inadequate soft tissue tension and/or poor functional muscles around the hip may have not been able to provide functional support to the pt behavior. Shock events such as a fall can result in dislocations. The returned liner does not give any clear indication as to what the root cause for the dislocation. A definitive cause for the dislocation cannot be determined based on the information currently provided. Evaluation: the returned liner exhibits extensive damage to elevated rim. The damage appears to be the result of removal damage from the use of a knife to pry the liner out of the shell. The photograph of the x-ray tends to support this as this damage is not visible in the x-ray. Device history record was reviewed and the liner was found to be conforming to manufacturing, inspection and packaging specifications at the time of manufacture. The articulating wear surface of the liner does not show signs of excessive wear given this potential service life.

Event description:
It is reported that the pt was revised due to dislocation.